Event description:
It was reported that the patient had an arrhythmia that the implantable cardioverter defibrillator (ICD) detected and treated appropriately. Post therapy there was oversensing and noise noted on both the atrial and ventricular leads which resulted in redetection and ultimately an inappropriate shock. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed thedata. Two episodes of oversensing of less than 220ms v-v cycle are observed on (B)(6) 2012. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: competitor x 2 implantable tachy leads (b)(60 2005; 4076 implantable pacing lead (B)(6) 2012. (B)(4).